Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced skin irritation at the sensor site. The customer stated that his skin would get irritated within the first and second day of use and had redness and itchiness. The customer was advised to speak to their hcp about site issue and alternative sites. The customer reported he went to the doctor¿s office on (B)(6) 2018 and the doctor advised to request tape samples. Blood glucose value was 150 mg/dl. The sensor will not be returned for analysis.